Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim, pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen is dim, pink. Visual inspecting confirmed the plastic belt clip is returned with an evidence of broken and able to remove from pump. There is nothing wrong to the belt clip insert. The keypad was found to be worn. (B)(6).